Event description:
It was reported that patient did extremely well until 2008. Up to that time patient was highly active. On revision, shell showed no ingrowth and was removed easily after tapping shell => loosening interference fit. Patient retained component.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.